Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: the review of the black box showed a call service alarm 064-0001 with high force occurring due to an occlusion. However, during the actual investigation, no defects were found and the rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarm occurrences.